Event description:
Information received indicates the bed is not rising to its full height and the head up function is not working. The patient was on a feeding tube and immediately placed on another hospital bed.

Manufacturer narrative:
The technician found a valve sticking. The technician removed, cleaned and re-installed the valve to repair the bed.